Event description:
During phacoemulsification when the surgeon was using the duovisc viscoelastic system to instill provisc, the lower adapter and the cannula hub with the 45 degree right angle needle came off of the syringe causing a rupture of the posterior capsule. This required repair. Two other syringes were returned to alcon with the reported syringe.